Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (9/21/2012)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2010 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) , 2010, the lay-user/patient contacted lifescan (lfs) alleging an 'error 2' issue with a one touch ultralink meter. The patient indicated that the alleged issue started on (B)(6), 2010, at around 12:15 pm. About 9 hours before the alleged issue began, the patient claimed that he had developed a symptom of being a little shaky. The patient denied that he received any treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the unresolved 'error 2' issue. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's reported symptom developed before the alleged issue began. The patient also denied receiving treatment as a result of the alleged issue.